Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. The battery charger 1, battery charger 2, and motor battery charger boards were found to be burnt. New boards were installed. The imaging system then passed the system checkout and was found to be fully functional. The battery charger 1 (pcba) board was returned to the manufacturer for evaluation and an electrical failure mode was identified. The board failed visual inspection. Multiple components showed signs of electrical over-stress. Unable to bench test due to electrically over-stressed components. The battery charger 2 (pcba) was returned to the manufacturer for evaluation and an electrical failure mode was identified. The board failed visual inspection. Multiple components showed signs of electrical over-stress. Unable to bench test due to electrically over-stressed components. The motor battery charger pcba was returned to the manufacturer for evaluation and an electrical failure mode was identified. The board failed visual inspection. Multiple components showed signs of electrical over-stress. Unable to bench test due to electrically over-stressed components.

Event description:
A medtronic representative, following up with the site, reported that the imaging system¿s charger boards 1 and 2 as well the motion motor battery charger were all out of specifications. No patient was involved when this issue was identified.